Manufacturer narrative:
B.3. Date of event is unknown; awareness date has been used for this field. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, she is not able to complete the complete dosage because the flow stops. Stated, she has to use a second pen needle to complete injection.

Manufacturer narrative:
H6: investigation summary no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported while using bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported when taking injection, she is not able to complete the complete dosage because the flow stops stated, she has to use a second pen needle to complete injection.